Event description:
Information received from the field does not address the patient's clinical status but notes that following defibrillation at 360 joules a telemetry/programming anomaly was observed.